Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, prime/a33 and excessive no delivery test however, received motor error alarm during occlusion test due to faulty fsr (gold). No excessive no delivery alarms noted. Motor passed the motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 167 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not reported an e70 alarm. The customer stated the pump will allow a rewind at this moment rewind loop. The customer can't review alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.